Event description:
On event date, pt was hospitalized and was in the process of getting to the toilet and pulled the hickman catheter apart. Separation noted at the skin. Pt taken to x-ray and foreign body (catheter fragment) was removed. Initial attempt to remove it was unsuccessful so a minor incision was made around the catheter and it was readily removed without complication. Fluoroscopy showed the complete catheter fragment to be removed.